Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited noise, which caused noise reversion episodes. This resulted in the device not triggering electrograms when the patient had episodes of atrial fibrillation. The patient was in stable condition throughout. The patient was upgraded to a pacemaker.